Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter shaft break occurred. During a percutaneous transluminal coronary angioplasty (ptca), a guidezilla¿ guide extension catheter was used to help deliver an unspecified intravascular ultrasound (ivus) imaging catheter to visualize the lesion. During procedure, the physician noticed a bit of friction when the guidezilla¿ guide extension catheter was moved forwards and backwards. During the latter movement, the hypotube of the guidezilla¿ guide extension catheter fell off. It was noticed that the detached extension segment of the guidezilla¿ was protruding 10mm off the guide catheter. So the physician decided to continue with the procedure. The physician then removed the ivus imaging catheter along with the detached extension segment of the guidezilla¿ and then completed the procedure. No patient complications were reported and the patient's status is stable.